Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
Rep reported that upon device interrogation today, the message was received. It was reported that the pt presented to the clinic for a routine follow up. The device exhibited a diagnostics anomaly. The device was reprogrammed.